Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 504 mg/dl. The insulin pump received insulin flow block alarm. The customer was able to bolus for high blood glucose with insulin pump. The customer was in auto mode before the insulin flow block and auto mode was turned off. The customer declined troubleshooting for high blood glucose value and insulin flow block. The insulin pump will not be returned for analysis.